Event description:
Pt status post antegra plate and screw implantation on an unk date was discovered to have the bottom two screws at l5-s1 broken. Pt is asymptomatic. Surgeon ordered bone stimulator to help with fusion and will continue to monitor the pt. Hardware is not being removed at this time. Surgeon noted he believes pt is non-compliant and there was a little fusion. This is two of two reports for this complaint.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.